Manufacturer narrative:
(B)(4). This is the suspected product code; however, it is not confirmed. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap could not be properly connected to a minicap transfer set. The nurse stated that there was a gap noted between the minicap and the transfer set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.